Event description:
It was reported that there was a malfunction on the pump. The customer's blood glucose level due to the issue was 435 mg/dl, which was not an adverse impact. The customer addressed the high blood glucose with a correction injection via mdi and did not require third-party assistance. Technical support decided to replace the pump with one that had updated software, and the customer was advised on backup therapy and proper procedures for using the replacement. The customer understood and acknowledged all instructions.